Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (B)(4) was implanted via v-p shunt in 2011 with unknown setting. The patient visited the hospital because of hydrocephalus symptoms (specific symptoms unknown) on (B)(6) 2022. At that time, an attempt was made to change the set pressure, but it could not be changed. The set pressure remained at 120 mm. An attempt was made to change the set pressure under fluoroscopy using a strong magnet, but it could not be changed. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2022. The patient is in the follow-up.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - lot clhdd5, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.